Event description:
The customer called and reported the insulin pump alarmed with a motor error during bolus delivery. Customer's blood glucose was 201 mg/dl. Customer stated he attempted to rewind the device but the motor error recurred. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was not using the sensor feature. The customer was able to complete the rewind sequence. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during priming test, due to faulty force sensor resistor. The motor was tested outside the device and passed. The insulin pump was received with minor scratches on lcd window and cracked battery tube threads.